Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "image disturbance by moving the lg" involving pentax model eb19-j10u/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: during movement and during angulation ccd disturbance. The ccd must be replaced.